Event description:
It is reported that a customer experienced high blood glucose of 436 mg/dl. The customer was treated for the high blood glucose with a 5.9 units of insulin. The customer states that the catch arm on the serter I bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See svn (B)(4) for related documentation